Event description:
On insertion guidewire got stuck in extremity. Guidewire then successfully removed a fragment of the actual midline broke off in patient extremity confirmed by ultrasound and had to be surgically removed.